Manufacturer narrative:
No button error alarm noted. Insulin pump had no button response due to corroded keypad traces. Insulin pump was unable to verify failed battery test alarm due to unresponsive buttons. No audio beep anomaly during testing noted. Insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm and a failed battery test on the insulin pump. Customer stated that she just got to work and the pump started beeping. Customer's blood glucose level was 91 mg/dl. Pump was not dropped or wet. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.